Manufacturer narrative:
Customer name- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: white scratches inside the lenses due to component failure of objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported white scratches inside the lenses during installation involving an olympus rigid video laparoscope. There were no reports of patient involvement.